Event description:
It was reported that ¿while checking the drill, there was a lot of friction and some smoke came out of the locking attachment.¿ drill heated up within one minute. There was no patient involved.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found that the reason for return can't be reproduced. The indigo hp was received in good cosmetic and mechanical condition, there were no deviations found.